Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture and undersensing issues on the right atrial (ra) lead. Technical services (ts) was consulted and recommended further testing. Later on, atrial intrinsic amplitude was noted. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture and undersensing issues on the right atrial (ra) lead. Technical services (ts) was consulted and recommended further testing. Later on, atrial intrinsic amplitude was noted. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
Corrected information: b1. Adverse event/product problem. B2.outcomes attrib to adv event. B5.describe event or problem check spelling maximize.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture and undersensing issues on the right atrial (ra) lead. Technical services (ts) was consulted and recommended further testing. Later on, atrial intrinsic amplitude was noted. The device remains in service. No adverse patient effects were reported.